Event description:
Philips received a complaint on the efficia dfm100 defibrillator indicating that the device and labels are in portuguese and therefore the customer is unable to read them. The customer requests they be in spanish. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
The fse evaluated the device on site and confirmed the device and labels were in portuguese. The fse changed the labels and language to reflect spanish as that is what the customer requested. Philips business expert reviewed the manufacture history revealing the device was both ordered and shipped with portuguese configuration. Therefore, the device was initially configured correctly based on what was ordered. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was with the device having been ordered with the language and labels being in portuguese; however, the customer now requesting the device be in spanish. It is unknown if the order was stated incorrectly by the customer or placed incorrectly by the philips order manager. The reported problem was confirmed. The fse changed the labels and language to reflect spanish resolving the reported issue. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
This report is based on information provided by philips field service engineer (fse) and has been investigated by the philips complaint handling team. Philips received a complaint on the efficia dfm100 defibrillator indicating that the device and labels are in portuguese and therefore the customer is unable to read them. The customer requests they be in spanish. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.